Event description:
The user received a question from a doctor concerning an increase in the number of patients being referred to the nephrology department due to high creatinine results. One example was provided of a creatinine result of 132 umol/l for a patient sample which was unexpectedly high. The same patient was redrawn and tested on (B) (6) 2010 with a creatinine result of 46 umol/l. No information was provided to determine if any patients were adversely affected due to the high results. The creatinine reagent lot number was 61854801.

Event description:
It was reported that a patient experienced hives and post-op reaction approximately one month following a shoulder procedure during which bio-absorbable implants were used. The patient is being treated by a dermatologist who requested a device sample for allergy testing. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Additional information was provided by the user. There was no medical treatment or medications given because the doctor did not believe the result. The patient had to come back to have the blood taken again.

Event description:
The account alleged that the bed functions are all moving without any controls being pressed.

Manufacturer narrative:
A specific root cause could not be identified as additional data was not provided. Investigation of the information provided determined a pre- analytics issue might have caused the event.